Manufacturer narrative:
The e801 analyzer serial number was (B)(6). Sample material was requested for investigation.

Event description:
The initial reporter alleged an interference affecting 3 samples from 1 patient tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 analytical unit. For all samples, a numeric result was not received, only a data alarm (<sigl). Sample 1: the initial sample produced a <sigl alarm. The sample was checked for clots, respun, and aliquoted into a false-bottom tube (fbt), and the repeat produced a <sigl alarm. Sample 2: the sample produced a <sigl alarm. The sample was checked for clots, respun, and aliquoted into a hitachi cup, and the repeat produced a <sigl alarm. Sample 3 (lithium heparin sample): the sample produced a <sigl alarm. The sample was checked for clots, respun, and aliquoted into a hitachi cup, and the repeat produced a <sigl alarm.